Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic pulmonary bullae resection procedure, the device staple burst after being fired. The reload broke up and did not completely suture the tissue of the patient during the surgery. A new product was used to complete the case.